Manufacturer narrative:
Product event summary: manufacturer's analysis noted that the battery contacts of the device were contaminated with transparent residue, there was a sticky user knob, and there was also a bent ring and damaged ring cover. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) originally returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.